Event description:
A discordant falsely depressed potassium (k) patient sample result was obtained on a dimension® exl¿ 200 system. The discordant patient result was not reported to the physician. The same patient sample was reprocessed on an alternate siemens system, and a higher potassium result was obtained. The higher reprocessed potassium result was considered correct and reported. There were no known reports of patient intervention or adverse health consequences due to the discordant falsely depressed patient k result.

Manufacturer narrative:
A united states customer contacted the siemens customer care center to report a falsely depressed potassium (k) patient sample result. Siemens headquarters support center (hsc) has concluded the investigation after reviewing the information provided by the customer. The customer performed maintenance on the system. Quality control was in range. Repeat of the same sample yielded expected results. No other issues have been reported by the customer after the maintenance. The instrument is operational. A potential product issue was not identified. The cause of the event is unknown. The device is performing according to specifications. No further evaluation of this device is required.